Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.